Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Doctor says there was a deficiency. He feels the metal on metal caused problems. The patient had a football sized cyst on his hip. Doctor thinks it was from metal on metal. The revision surgery was finally done on nov 10. Old head and shell came out nicely and he put back in a stryker shell and liner and our 36 ts ceramic head plus 8.5. Case went very smoothly and the patient is doing well. Doi: unknown. Dor: (B)(6) 2020. Unknown hip.